Event description:
Related to MFR report # 2183959-2012-02869. Related to MFR report # 2183959-2012-02870. It was reported by the plaintiff's attorney that the plaintiff was implanted with a sparc sling system on or about (B)(6) 2009 to treat urinary stress incontinence, cystocele, and rectocele. It was alleged the plaintiff suffered serious bodily injuries, including trouble with bowel movements, couldn't empty bladder, urinary leaking, infections, vaginal pressure and discomfort, painful sexual intercourse, pain, irritation, vaginal discharge, bleeding, dyspareunia, erosion and was required to undergo additional medical procedures. In (B)(6) 2011, plaintiff presented to her doctor with pain and related symptoms. It was noted that there was exposed mesh. Doctors attempted to remove the exposed mesh by trimming, but were unable to do so. In (B)(6) 2012, plaintiff again presented with complaints and noted discharge. Exposed mesh was noted and a partial removal was done. As a result, plaintiff experienced significant mental and physical pain and suffering. The plaintiff required additional medical treatment, has undergone additional surgical procedures, and has sustained permanent injuries and disability.

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.